Event description:
It was reported that burr stuck on wire occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid-proximal right coronary artery. A 1.75mm rotapro and rotawire was selected for use. During insertion inside the patient, speed reached 185,000 rpm despite a setting of 190,000 rpm. It was noted that the rota burr got stuck with the rotawire and was unable to released. The devices were removed together from the patient. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6). E1 initial reporter city: